Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and defib charge/shock testing without duplicating the report.the device was recertified and returned to the customer. Review of the device activity logs showed no condition which would cause the device to prompt to connect therapy cable or any evidence of an inability to charge the device. No defib related error messages were present that would prevent the device from charging. All of the charge attempts logged were completed, or were interrupted by operator button presses. Investigation concluded that the allegation was unsubstaniated. Analysis of reports of this type has not identified an increase in trend.